Event description:
A malfunction was reported on the tandem pump, noted as malfunction code 5. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, technical support decided to replace the pump. The customer reverted to multiple daily injection (mdi) for backup therapy.